Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the article was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). The mso concluded that atrial fibrillation can be a minor complication from any thoracic surgery but is also highly prevalent in the elderly population regardless of surgery. Per the mso, the event is not related to a da vinci device and that the complication is possibly related to the procedure.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary lobectomy procedure. On post-operative day two, the patient experienced atrial fibrillation (a-fib). As a result, the patient required pharmaceutical cardioversion and a two-day extended stay in the intensive care unit (ICU). The a-fib was resolved on post-operative day three and the patient was discharged on post-operative day four.